Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Per customer¿s additional submitted information the cannula was found inside the syringe barrel after. The product has a retractable cannula feature design. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd integra¿ syringe with detachable needle retracted during injection. Needle was not stuck in the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle retracted during injection. Needle was not stuck in the patient.